Manufacturer narrative:
An event of bleeding and hematoma was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the site accessed the event as related to the procedure but not the delivery system.

Manufacturer narrative:
An event of bleeding and hematoma was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the site assessed the event as related to the procedure but not the delivery system.

Event description:
On (B)(6) 2019, a 28 mm amplatzer amulet was implanted using a 14f amulet delivery sheath. During the procedure, the device was recaptured twice before it was successfully implanted. The access site for the delivery of the device was the right femoral vein and artery. After the implant of the device, bleeding and hematoma occurred at the access site, leading to a significant decrease of hemoglobin. The patient had prolonged hospitalization and was monitored and had three blood transfusions. On (B)(6) 2019, the issue resolved and the patient was discharged.